Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and low blood glucose level.. The customer¿s blood glucose level was 50mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, pump alarmed compromised forced sensor system during the prime test at 4 lbs due to faulty force sensor resistor (gold). Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised forced sensor system alarm. The insulin pump was received with scratched case, minor scratched lcd window, scratched keypad overlay, and cracked battery tube threads. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.